Event description:
Pk papyrus covered stent systems were selected for treatment of a pseudoaneurysm of the hepatic artery. Patient underwent a whipple procedure with a hepatic artery bypass. A pseudoaneurysm developed at proximal anastomosis. After implanting a 4.0/26, a 4.5/26 and a 4.0/20 pk papyrus stent, repeat angiogram demonstrated some separation between the 2 distal stents. At this point an attempt was made to insert a fourth papyrus stent (complaint device) but this was unsuccessful. It was decided to switch to a stiffer wire, however the stent came off the balloon and got caught at the level of the celiac artery. To ensure that this would not migrate over an 014 wire we placed a 6/15 mm bare-metal stent in the celiac artery to trap the dislodged stent. No adverse consequences and the patient did well.